Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Visual and optical examination reveals approximately ~3mm of the tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat, brittle fracture surface and circular material flow, consistent with torsional overload. Additionally, the material just below the fracture surface is plastically deformed, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a spinal surgical procedure to treat a burst fracture. It was reported that the barrel of the driver broke during removal of a screw. The construct was removed because the fracture had healed and the patient so no reason to keep the hardware implanted. No patient complications were reported.